Event description:
Lap chole: "surgeon fired 3 clips. The next 3 scissored. Afterwards, the device began to work successfully and was used to finish the case. No event sample was saved, however I am attaching pictures that were taken during the case. The pic shows one good clip on the lower side of cystic duct and one scissored clip on the gall bladder side. Patient status: ok.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided in manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which wa not known or as not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation however a picture of the procedure was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.